Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a pancreaticoduodenectomy robotic whipple procedure, seal of trocar was torn and leaked pneumo. To correct the condition, a new trocar had to be opened. There was a delay in surgical time of more than 30 minutes. The delay did not affect the patient as there was no patient injury or hazard. There was no unanticipated tissue loss. No device fragment fell into the patient cavity.